Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported left side device is broken. Device remains implanted.

Event description:
The event of rupture was confirmed, to not have occurred.

Event description:
Patient reported left side intracapsular rupture diagnosed by mammogram, ultrasound, and MRI. Device remains implanted.